Event description:
It was reported that the insulin pump alarmed button error. Customer state that she wears the insulin pump between her chest and the insulin pump may have been exposed to moisture from sweat. Customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.